Event description:
The physician achieved closure with the closer s 6 fr. Device in 2002 following a diagnostic procedure. The staff reported the vessel measured 5mm and there was a possible dissection that may have occurred with the initial needle stick. The staff reported that the pt's distal pulses were diminished post-procedure. The pt was reported to "appear fine" and was discharged. In 7/02 the pt was readmitted to the hospital, symptoms and diagnosis were unknown. A femoral angiogram was performed which revealed a clot in the leg. The sheath was kept in place to infuse t-pa. A hematoma subsequently developed, the size was unknown. It was reported post t-pa that "some" flow was restored. The pt went to surgery in 7/02. The surgeon reported that the "perclose suture was floating above the artery. There clearly was a dissection, which was the root of the problem. The surgeon also stated there was "accordion like plaque" at the site. The foot or suture of the device tacked the plaque against the vessel wall." The pt's pulses were restored post-surgery. The pt was discharged home. There were no reports of further adverse pt sequelae.